Event description:
Per the audiologist, the patient's father reported the patient was hospitalized in 2008 (date not reported) with meningitis. Reportedly, the patient has bilateral mondini malformations. Further information had been requested at the time of this report filed 2008.

Manufacturer narrative:
.